Event description:
Reporter alleged discrepant back to back blood glucose values of 251, 94, & 127 mg/dl when testing was performed within 10 minutes on the aviva system. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent